Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# unknown, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown, ubd: 10-nov-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that when the physician performed a scheduled ins replacement for an empty battery, one of the implanted leads was visibly defective. It was noted that the patient was implanted with two leads. The sheath of the electrode (insulation) was cracked. The defective lead was explanted and not replaced. The patient was switched from bilateral to unilateral stimulation. There were no external factors known. The cause of the cracked lead was unknown. The patient was 7 years with no after care or follow up. It was unknown if the impedances were high before the procedure or not. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.